Event description:
It was reported that 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes containing negative patient samples cracked and leaked within the instrument. There was no adverse impact to the user or patient. The following information was provided by the initial reporter: "customer is reporting cracked tubes while testing." "Two patient tubes that were cracked. No growth in each tube, both were negative. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? No. What was the fluid that leaked (patient / qc)? Patient tubes, but negative. What is the source of leak? 2 patient tubes. Was the customer exposed to blood or bodily fluids? No. Was the customer wearing proper ppe? Yes. Was there any physical harm to the customer as a result of the leak? No."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes containing negative patient samples cracked and leaked within the instrument. There was no adverse impact to the user or patient. The following information was provided by the initial reporter: "customer is reporting cracked tubes while testing." "Two patient tubes that were cracked. No growth in each tube, both were negative. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? No. What was the fluid that leaked (patient / qc)? Patient tubes, but negative. What is the source of leak? 2 patient tubes. Was the customer exposed to blood or bodily fluids? No. Was the customer wearing proper ppe? Yes. Was there any physical harm to the customer as a result of the leak? No".

Manufacturer narrative:
H6: investigation summary: complaint investigation: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Customer did not provide a batch number, photos or returns for this complaint investigation. Retention samples cannot be evaluated without a specific batch number. Trending was done on the appropriate databases for bactec mgit 7ml (material 245122) and no quality notification trends have been identified for this material for broken/cracked tube in the last 12 months. The complaint history was reviewed for material 245122 and there are no trends for broken or cracked tubes in the last 12 months. Bd will continue to trend complaints for this issue. This complaint cannot be confirmed based on material trending. Notes: risk management file review indicates the potential risk of the defect reported was assessed as severity s2, per baltrmlmbactecmgitaph, rev 03, ID 13.0.